Manufacturer narrative:
E1: complete facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device showed a blurry image. The issue occurred, during cleaning and disinfection. There were no reports of patient involvement.

Event description:
It was reported the subject device showed a blurry image. The issue occurred during cleaning and disinfection. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: 5 slight white spots in the image and the outer skin of the universal cord was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the blurry image, a probable root cause could not be identified, since the malfunction was not reproduced. For the 5 white spots in the image and the broken outer skin of the universal cord, both malfunctions have a cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.